Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. Upon review, the transmission showed the implantable cardioverter defibrillator was in backup vvi mode. The patient was brought in to the clinic and the device was successfully restored to normal functioning.